Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and an infection. The implantable pulse generator (ipg) system was explanted and replaced. Cultures were taken. No further patient complications have been reported as a result of this event.